Event description:
During the atrial fibrillation procedure, the pericardial effusion increased and a pericardiocentesis was performed. During echography, before the procedure, the physician noted a small pericardial effusion close to the ra. The transseptal puncture was performed and heparin administered, then it was noted that the pericardial effusion increased on echography. Hypotension was noted. 900 cc of blood was removed. The procedure was aborted. The patient was stable.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.